Event description:
The surgery being performed was a shoulder arthroscopy. The surgeon was using a arthrex pushlock and was attempting to use it on the pt's left shoulder when it broke. The entire pushlock was retrieved. The pt did not suffer any injury. Another pushlock was broke from the package.